Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 320 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. It was stated that the events leading to her admission was vomiting, nausea, and stomach pain. The customer's most recent glucose reading was 320mg/dl. The time, date, and programming were correct. It was stated that the customer's glucose level was elevated because the tubing on the infusion set was split at the p-cap. No further information was provided.